Event description:
Healthcare professional reported "deflation and bilateral exchange from textured to smooth due to the patients concern of the product". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation and bilateral exchange from textured to smooth due to the patients concern of the product". This record is for the left side. Device has been explanted and replaced.